Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No prime anomaly was noted during testing. The pump was received with intermittent button response during testing due to flattened dome switches on the esc and act buttons. The pump also was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the preparing to prime loop and that insulin squirted out. Customer reported that insulin continued to drip after motor stopped and act button was released during priming. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 212 mg/dl.